Manufacturer narrative:
An event of the valve holder detaching from the valve during implant was reported. The valve holder met visual functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm trifecta gt valve was selected for implant. During implant, when introducing the wires into the ring, the valve was unhooked from its support. The patient was unstable, so it was not possible to replaced the valve. The wires were introduced by hand. The procedure was completed and there were no adverse patient consequences.